Event description:
Pt called the nurse because he was feeling pain and had problems with the IV catheter. Nurse noted that the catheter was old and it was falling out. Catheter was difficult to remove and it remained in pt. No medication was provided to pt but he is doing fine.